Event description:
The event description according to the customer is as follows: loud noises from ventilator. Leaking at respiratory valve. Will not pass tightness tests.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
(B)(4). The issue occurred during ventilation of a patient. The patient was bagged and moved to another device. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. To address the issue, a expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.